Event description:
Pt had placement of indwelling intravenous line. Within 5 minutes, pt developed acute allergic reaction with diffuse redness, blotching and hives. Responded to removal of IV and benadryl 25 mg IV x 1 (was flushed with heparin).